Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the pinion on the motor was found to be damaged, which was identified as a probable cause of the reported overheating.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.